Event description:
The patient reported that their device worked at first but then something happened where the device must have turned off. The patient had to turn the device back on. The patient was leaking a lot and had never been able to get back to the symptom control the first program gave them. They have seen their healthcare provider multiple times and had their program changed. The patient was still soaking pads having urinary incontinence (leaking), using pads and had trouble with frequency. The patient tried 3 different programs in a couple of weeks. The program changed seemed to help a little with their symptoms in that they were not quite as soaked when they would get up in the morning but still was wetting during the night every hour. The patient also note that "they could not get to program 4." The patient had always felt stimulation in their leg and foot but not in their pelvic area until the last time they were programmed. Additional information reported that the patient was programmed with one electrode on all four programs since implant. The patient had their stimulation up to 8.5v on all 4 programs and could barely feel stimulation. It was noted that impedance reading 2/3 were showing >4k ohms. The manufacture representative reported that the patient's battery was showing 6 to 12 months on longevity. The patient currently felt stimulation in the vagina at 8.0 v but it would dissipate. The patient was implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Event description:
Additional information received from the consumer reported that they had to get the battery replaced because the implant stopped working two or three weeks after implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.